Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt was experiencing events of painful stimulation with neck rotation. Follow up with the pt's treating vns therapy physician revealed that a decrease in the pt's therapy settings had not resolved the issue through the symptoms had improved.